Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned sample included the anchor, collagen, and suture. The components were visually inspected, and the anchor and collagen were returned tamped. The suture was found to have been cut. No other damage or issues were identified. The anchor, suture, collagen assembly was returned, but no damage or issues with the components were identified. The components were extracted from the patient. The complaint was confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Risk analysis cannot be performed since no device related issue was identified.

Event description:
Terumo medical corporation received the reported information. The patient came in for diagnostic angiogram, and the angio-seal closure device was used to close the access point. However, the patient continued bleeding. Later it was determined that there was an acute occlusion of the femoral artery and cardiovascular surgeon had to intervene by opening up and restoring flow. The patient was transferred to the intensive care unit (ICU). The actual closure part was removed from the patient in surgery and sent for testing. The rest of the device (delivering system) was unfortunately discarded and removed before team could retrieve it and was not received for testing. Patient details were not provided due to privacy.

Manufacturer narrative:
A1: patient identifier: requested, not available due to data privacy. A2: age or date of birth: requested, not available due to data privacy. A3: sex: requested, not available due to data privacy. A4: weight: requested, not available due to data privacy. A5: ethnicity: requested, not available due to data privacy. D6b: explanted date: date unknown. E3: occupation: theatre unit manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.